Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate therapy due atrial driven arrhythmias. This ICD provided twelve burst of anti-tachycardia pacing (atp) and three inappropriate shocks across various episodes. Technical services (ts) reviewed the data and noted that therapy appeared to be a result of supraventricular tachycardia (svt) with variation in the morphology of the waves. In addition, there was an intermittent noise noted on the shock channel that could have affected the discrimination of the svt. Ts also suspected of rhythm acceleration in a single episode, but it was not conclusive due to normal distortion post shock, and self terminated. Reprogramming options were discussed with the health care professional (hcp). This ICD remains in service. No additional adverse patient effects were reported.